Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that during initial implant surgery, the right ventricular (rv) lead impedance was high and out of range. The lead was replaced with another model, completing the procedure. The patient was stable pre, post and during procedure.